Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported an incident in which she hit her head, after which she had no access to sound with the device. The device was fully functional prior to the reported trauma. A thin line of bruising was observed overlaying the stimulator packaging , however no swelling was observed. Reimplantation is scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Recipient reported an incident in which she hit her head, after which she had no access to sound with the device. The device was fully functional prior to the reported trauma. When she was seen subsequently at the clinic there was no sign of trauma to her head, inflammation or pain, other than a slight dizzy sensation following the trauma. A thin line of bruising was observed overlaying the stimulator packaging, however no swelling was observed. The recipient was re-implanted.